Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of standard bore catheter extension sets were leaking from an unspecified location. The leaks occurred immediately after starting to flush the line with normal saline and were observed to the forearm at the IV site. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.